Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Physician attempted to use a hawkone ls atherectomy device with a 7fr non-medtronic sheath and a spider fx embolic protection device/guidewire during procedure to treat a 250mm plaque lesion in the patients right mid superficial femoral artery (sfa). Severe vessel tortuosity was reported. Lesion exhibited 40% stenosis. Artery diameter reported as 5mm. There were abnormalities reported in relation to anatomy. Tortuous aortic bifurcation was reported. There was no damage noted to packaging, i.e. Shelf carton, hoop/tray. There were no issues noted when removing the device from the hoop/tray. The IFU (instruction for use) was followed during preparation, procedure, post-procedure without issue. The vessel was not pre-dilated. The vessel was post-dilated with a 6x200mm evercross balloon. The device was not passed through a previously deployed stent. No resistance was encountered when advancing the device. Removal difficulties were reported. Physician used the hawkone device in normal fashion, but when it was being removed the wire detached from the monorail system. The device was safely removed from the patient without intervention. No vessel damage reported. No patient injury reported.

Manufacturer narrative:
Product analysis: visual inspection of the returned device found that the proximal end of the guidewire lumen was separating from the housing. The guidewire lumen was lifting but not fully detached. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: the degree of calcium is reported as moderate. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.